Manufacturer narrative:
Evaluation of suspect computer found: first power up successful. Multiple reboots and launches of appplications successful. No faults encountered. Ram and hdd report no errors. Reseated ram. Several more power cycles successful. No faults encountered over extended run time. Computer found fully functional.

Event description:
A medtronic representative reported that, while in a cranial procedure, the site navigation system became unresponsive. In trouble-shooting, the system was re-booted and normal function was restored. Registration was successfully saved. The surgeon completed the procedure with the use of the navigation system. There was no impact on patient outcome.

Manufacturer narrative:
The site declined to provide patient information, referencing canadian privacy laws. Return requested. Replacement computer shipped to site. Suspect computer has not been returned to manufacturer for analysis. A medtronic representative performed a navigation system check-out, replaced the computer and re-installed software. All tests passed successfully. The system is fully functional and ready for clinical use. Issue resolved. Software investigation was completed. This software issue was documented in a medtronic software anomaly tracking database.